Event description:
It is reported that the appropriate guide wire box was opened. Procedure was followed for inserting the nail. When the surgeon attempted to withdraw the guide wire, it became stuck in the nail. As a result of this issue, the nail was removed and the surgery time was extended by 45 minutes. It was also reported that the guide wire did not have the gold tip on it that it usually does.

Manufacturer narrative:
This report will be amended when our investigation is complete.